Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Return of the graftmaster may have aided the investigation in determining a cause for the reported complaint. However, since there was no note of any damage observed to the sds or stent implant prior to the procedure, this may suggest that a product deficiency did not contribute to the difficulty experienced. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, and accessory device support. Although no patient anatomical information was provided, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. The additional therapy/non-surgical treatment appears to be a secondary effect of the reported failure to advance as different stent implant was required to seal the perforation. A review of the finished product device history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. In addition, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. In this instance, the reported failure to advance appears to be related to operational context of the device and not a product quality deficiency. All stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. A sampling of units is also destructively tested to verify proper guiding catheter and guide wire movement.

Event description:
It was reported that the calcified left anterior descending (lad) perforation was caused by a non-abbott balloon. The graftmaster failed to cross the calcified lad. The perforation was sealed by implanting another stent. No additional information was provided.